Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The reported event was confirmed by the service technician who performed the evaluation. On 4 september 2019, it was reported that the comb on a mesher was damaged. The customer returned a zimmer skin graft mesher serial number (B)(6) for evaluation. Evaluation of the device on 22 august 2019 found that the comb was damaged and that the bottom roller and roller gear were worn and needed to be replaced. Upon further evaluation, it was found that the side plates were worn on the inside and that the shoulder bolts, washers, and nuts also needed to be replaced. None of the pretests could be performed with the device due to the bent comb. At the time of the investigation, the customer has yet to accept the quote and the device has not been repaired. Reference number (B)(4) on 4 september 2019. While the service technician confirmed that the comb was damaged, it cannot be determined from the information provided as to what caused the comb to become damaged. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the skin graft mesher comb was damaged. No adverse events were reported as a result of this malfunction.